Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the mean gradient was 8.5mmhg with trace-mild paravalvular leak. The patient was reportedly fluid overload and hemodynamically unstable in the intensive care unit that evening. Following the diuretics, the patient was walking around the hospital, feeling well, and subsequently discharged. One-month post-implant, the patient reported to the physician that their valve "was not doing very well" but admitted to noncompliance with the heart failure medications. It was noted that the physician does not feel that there was a problem with the patient¿s valve at this time as the patient admitted not taking the prescribed diuretics and the physician felt that the patient was experiencing fluid overload in the presence of known heart failure. Subsequently, the patient was scheduled for follow up transthoracic echocardiogram next month. Good outcome procedurally was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.